Event description:
The patient was shocked inappropriately 7 times for noise. Upon further investigation, it was found that noise was present on both leads and the far field following a shock. The doctor performed a shock on t induction and noise was present following the 1j shock. This led to inappropriate detection and therapy. The system is scheduled for explant. The patient mentioned that she fell about a year ago and hit the device pocket area. As of today, this system remain implanted.